Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother stated after removing the sensor, the sensor wire was missing. It was indicated that the patient had an x-ray image performed and it was confirmed that the sensor wire was retained in the skin. The patient had surgery on (B)(6) 2017 and had the sensor wire successfully removed. The patient was released from the hospital on (B)(6) 2017. At the time of contact, the patient was doing good. Additional patient or event information is not available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined.